Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Failure mode was changed from placement signal issue to optical signal issue since the pump is 5.5 s2 which has an optical signal. Pump was not returned for investigation. Data logs were investigated. The pump was ran for about 2010 hours which is over the life cycle of the pump and the optical sensor. As per the impella 5.5 dtm 0550-9900. The pump was used on 2 consoles ic1963 and ic5320. Snr and contrast was widespread since the start of the case but no placement signal related alarms observed. After 78 days, placement signal issue was reported. Data logs show the placement signal drifting downward similar to a sensor wear trend. The ps was later offset and after 8 days of the reported issue, the pump was explanted. As per the impella dtm 0550-9900 the pump has a life cycle of 60 days after which the sensor wear is observed. This is a misuse case since the pump was ran well over that suggested time of use. Therefore, the root cause of the optical signal issue was sensor silicone wear due to overuse of the pump. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. Refer to DHR checklist for indication of: "the deviation 210026925 was applied to the pump. The deviation calls out that the sensor can be changed at the time if testing in case of sensor failure. This is unrelated to the failure mode." This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported that a patient was on impella 5.5 support. While on support, aorta (ao) placement signal was way off from non-invasive blood pressure (bp) with ao placement signal pressure maps at 40, patient was asymptomatic and noninvasive pressures were within limits. The issue was resolved by recalibrating the ao placement signal with the non-invasive blood pressure.